Event description:
Patient had meniscal repair using fast-fix ab at an unknown time in the recent past. Patient had second arthroscopy on the same knee and exhibited meniscal disintegration and a new chondral defect.